Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported by the customer that during IV initiation, the extension set separated into two pieces, causing fluid leakage at the catheter site. Additional information. Adverse event where blood became uncontained and almost got on nurse.